Manufacturer narrative:
As part of our investigation, while onsite the ess performed a reprocessing in-service that included reprocessing the scope according to the manufacturer¿s recommendations. Covered infection control information referenced in the user manual and reprocessing manual. The ess also provided the staff with a copy of the reprocessing deviations. The device was not returned to service center for evaluation. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the during a repair reduction with an endoscopy support specialist (ess) onsite at the customer¿s facility, it was noted that the an improper or incorrectly reprocessed scope was used. The ess reported that the customer was not using the proper (maj-1888) channel brush and was using the (maj-507) brush instead. The staff reported that the facility ran out of the channel brush and that the suction cleaning adapter was not was not being utilized. There was no patient infection or positive device culture reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer presumed that staff was insufficiently trained in device handling or reprocessing in accordance with IFU (instructions for use). IFU (reprocessing manual) cautions the user against insufficient reprocessing as follows:"1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." The legal manufacturer confirmed via a device history review (DHR) that the device was shipped, satisfying specifications.